Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, it was reported that, the patient had high blood glucose levels on 420 mg/dl and was treated with correction bolus via pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.